Event description:
A malfunction alarm was reported, displaying code malf 12. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support for assistance and was provided with information to reset the pump. After resetting, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.